Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, a csf leak occurred while placing the 2nd scs lead. It was also reported the physician was ultimately unable to advance the lead. As a result, the procedure was completed using one lead and a blood patch was done. The pt remained asymptomatic.